Manufacturer narrative:
The hospital took pictures and then discarded the catheter. We were able to do an examination based off the photos sent from the customer. It appears from the (3) attached photos although blurry the spring, windings and balloon latex have pulled off the tip of the catheter. It also appears the catheter has either been cut or has broken in half, but unable to determine the location from the photos. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 0.7 lbs. On an inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that when the doctor pulled back during a declot procedure the whole balloon stuck in the patient. The device was discarded however the customer will send photos. No patient complications reported.